Event description:
It was reported that during the procedure, the saw blade damaged the cutting blocks slot, melting the block. A standard cutting block was used to complete the case; however this extended surgery time 30-60 minutes.

Manufacturer narrative:
Corrected information was received stating that the surgery time in the procedure was not extended as originally communicated. This new information indicates that there was no injury as a result of this product issue.